Event description:
A malfunction alarm was reported when a customer encountered an issue with their pump not charging and displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information on how to reset the pump and assisted with the process; however, they were unable to complete the reset. Further details were referred to another case issue. Cts confirmed pump malfunction code is gone and customer can start using her pump.